Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the balloon ruptured upon first inflation at 15 atmospheres for 60 seconds.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information d2b - pro code (product code): fge, lit. (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit e1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: no. (B)(6). E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.